Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it had been determined that there had been no power on the station. A field service engineer (fse) had plugged the power into the communication sled and powered on the station, followed by logging in. Items had been inventoried, and the battery had been replaced to resolve the issue. The system had functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had no power at the station. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.